Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect has been verified and repaired. The following repair activities were performed. Per service manual operational and diagnostic analysis confirmed reported issues of error code and intermittent connection. Replaced psu board and 8 way socket assy to repair the issues. Replaced scratched top plate and scratched fascia, including the necessary keypad membrane, left and right graphic panels, and mitek badge. Two missing mounting feet and the missing dust cover were also replaced. Performed repair as identified in the investigation to address the reported issue or the additional issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during the preparation of shoulder surgery the generator gave internal error. Another unit was used to complete the procedure. There was no surgical delay or patient harm. This report 1 of 1 for (B)(4).